Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient didn't have a current managing health care provider (hcp) for their implant and they've been having a lot of issues. The patient stated that as they've had their implant for about 5-6 years they wanted to get the implant checked. The patient clarified their issues to mean that they've been having a lot of pain in their back and spine and they've been doing a bunch of scans (fluoroscopy) and that they weren't sure if the issue was related to the device/therapy. The patient mentioned they've had the pain all their life however it started flaring up within the last year - 6 months. Patient services sent the patient health care provider (hcp) listings and the patient was going to follow up with an hcp to further address the issue. Additional information was received from the patient. They reported that their system will be replaced with the "just released system." Their procedure is scheduled for (B)(6) 2022 but patient stated they will need to reschedule "due to life."